Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that she experienced a "button issue" with her onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date and time "a few weeks ago", she noticed that the "ok button" had to be "pressed down repeatedly and hard" before it responds. The patient stated that she manages her diabetes with the insulin pump and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient claimed that she "did not get her bolus due to the alleged issue" causing her to develop symptoms of "thirst" three weeks after. The cca was informed by the patient that she did not receive any treatment in response to the symptoms. The cca noted that the reported issue remains unresolved with troubleshooting. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up (5/21/2012) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.